Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated his condition improved. Customer went to the hospital on (B)(6) 2020 due to his headache and vision problem. At the hospital, the customer was diagnosed with hyperglycemia and treated with insulin and IV fluids to lower his blood glucose level. Customer was prescribed glipizide and increased his metformin medication. Customer was discharged on (B)(6) 2020. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The expected fasting blood glucose test result range is 100-200 mg/dl. The customer did report symptoms of vision problem and headache. Medical attention is reported as a result of the actual blood glucose results and symptoms. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history. (B)(6).